Event description:
The report received indicated that during a coronary procedure, the 2.5x13 stent delivery system failed to cross the lesion. The physician tried many times to cross; however, it was too difficult to go through. Therefore, the physician exchanged the device and the procedure was completed successfully. The product was returned for evaluation; however, the stent on the device was found flared. Further info with the affiliate confirmed that when the physician removed the stent, the physician found the stent flared. However, the physician did not notice when the stent flared. It was confirmed that there was no adverse event or injury to the pt. The intended procedure was treatment of a lesion in the left anterior descending (lad). The lesion was described as lightly calcified and presenting 85% stenosis.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date the evaluation has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional info will be submitted within 30 days upon receipt.